Event description:
It was reported that during an unknown time on an unknown date the dermatome was leaving a strip in center only harvesting on sides. At investigation it was noted that the rpms were out of specification on the low end. The control bar was in the correct position. The control bar had gouges that could affect the performance of the device. The calibration was out at the 0, 10, and 20 reading. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet returned.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpms were out of specification on the low end, the control bar was in the correct position, the control bar had gouges, and calibration was out at the 0, 10 and 20 readings. The motor, control bar, bearings, and other worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2024-00115. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the dermatome was leaving a strip in the center and only harvesting on sides. The rpms were out of specification on the low end. The control bar was in the correct position. The control bar had gouges that could affect the performance of the device. The calibration was out at the 0, 10, and 20 reading. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.